Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and an octaray mapping catheter and a stringy thrombus was found on both devices and the vizigo could not be aspirated. It was reported that when the withdrew the octaray mapping catheter from the vizigo sheath there was stringy thrombus adhered to the octaray splines and inside the sheath at the port part of the hemostatic valve. Caller did not know if the thrombus in that area of the sheath due to the catheter being pulled out. Caller replaced the sheath due to no longer being able to aspirate. No injury to the patient.

Manufacturer narrative:
On 27-may-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and an octaray mapping catheter and a stringy thrombus was found on both devices and the vizigo could not be aspirated. It was reported that when the withdrew the octaray mapping catheter from the vizigo sheath there was stringy thrombus adhered to the octaray splines and inside the sheath at the port part of the hemostatic valve. Caller did not know if the thrombus in that area of the sheath due to the catheter being pulled out. Caller replaced the sheath due to no longer being able to aspirate. No injury to the patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual inspection of the returned sample revealed no thrombus residues in the device valve. Afterward; an irrigation test was performed and no occlusion was detected. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The thrombus and sideport blockage issue reported by the customer could not be confirmed during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The catheter instructions for use (IFU) contain the following recommendations: use best practices for irrigation to minimize the potential for thrombus formation. Before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).